Event description:
It was reported during a laparoscopic nissen fundoplication there was loss of pneumoperitoneum throughout the procedure because of tears in the 1seal and a tear in the gasket of the trocar. The case was completed by opening a ms512, toliet-seat reducer cap. There was no consequence to the pt.

Manufacturer narrative:
H2,3,6; g4: added add'l info. D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, torn; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "loss of pneumoperitoneum throughout the procedure" occurred due to a torn outer gasket. The instrument was rec'd with the outer gasket torn measuring approx 1/4", but complete. No conclusion could be reached as to how this damage had occurred. We review each incident as it occurs in an effort to continuously improve our products and processes.